Manufacturer narrative:
Onsite investigation was preformed and the field systems engineer was unable to replicate the reported issues as system functioned within specs and without any issues. No parts were replaced. No further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the surgeon said four screws were placed inaccurately and they had to revise all of them. No information was received from the site in relation to the length of extended surgical time as a result of this issue.

Manufacturer narrative:
.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.